Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed misfire and positioning failure. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10120 endovascular stent graft allegedly experienced misfire and positioning failure. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.